Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the alarm. It was mentioned that the numbers did not appear on the screen, and the beeps could not be heard. It was stated that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.